Manufacturer narrative:
Elevated complaint investigation will be performed. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported they received a false positive result when running the alinity m sars-cov-2 assay. The customer was re-running a sample which had failed due to a liquid level detection error and received a positive result with an abnormal curve which was also flagged due to a failed internal control. The customer retested the sample again and received a negative result. The negative result was reported outside the lab. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in germany using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 is performing outside of established design performance specifications. The amplification curve of the discrepant result does not exhibit the typical, sigmoidal shape. Quality data review: the device history record review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359. The complaint history review identified three additional complaints related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 which were all investigated and determined no product deficiency. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 was not identified.